Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.(B)(4).

Event description:
The patient experienced atrial fibrillation episodes resulting in some inappropriate therapy due to issues discriminating morphology as ventricular tachycardia detection rate was low. The device was reprogrammed. The patient was unharmed as a result of this therapy.